Event description:
It was reported that the patient¿s stimulation had never worked except when in the prone of reclined positions. It was stated that when the patient would stand up, he was unable to feel stimulation. It was noted stimulation had been that way since implant. It was stated that the patient would only feel stimulation in his back when pressure was applied to that area, such as when the patient reclines. It was noted that it had been 6-8 months since the therapy had been used. It was noted that the patient was thinking about having the device removed. It was stated that the patient had a lump where the implantable neurostimulator (ins) was. Additional information received reported that the patient had received assistance from a manufacturer representative and his concerns were not resolved. It was noted that the patient¿s stimulation had been reprogrammed. It was stated that the patient was still having concerns with his device or therapy, but was working with his healthcare provider (hcp) or manufacturer representative. It was stated that the patient¿s device or therapy ¿has never worked.¿

Manufacturer narrative:
Product ID 37746, serial# (B)(4); product type programmer, patient product ID 39286-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead. (B)(4).